Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated, and caused this patient to experience tamponade. The decision was made to reposition this lead, and to perform a thoracotomy. There were no additional adverse patient effects reported.